Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history revealed events related to a power loss issue. Evaluation revealed a battery compartment crack. The battery cap threads were found to be damaged and the battery cap could not properly secure to the pump. A power loss was experience during investigation. A test battery cap was used for further testing. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump loses power when the patient lies down. The battery cap disconnects from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.